Manufacturer narrative:
(B)(4) final report. Additional information, including operatives notes, the explanted devices and post primary and pre revision x-rays, was requested in order to progress with this investigation. However, these were not provided to corin and therefore there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. X-rays and the explanted devices were not provided to corin for examination and therefore it cannot be determined whether the corin devices caused or contributed to the patients experience and no further investigation can be conducted at this time based on the information provided. Therefore, corin now consider this case closed. However, should additional information or the explanted devices be provided then this case may be re-opened for further investigation.

Event description:
Trinity revision of the liner and head after 28 days due to dislocation.

Manufacturer narrative:
Additional information, including operative notes, post primary and pre revsion x-rays and the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all devices associated with these records conformed to material and dimensional specification.

Event description:
Trinity revision of the liner and head after 28 days due to dislocation.